Event description:
It was reported that during a breast biopsy, when the doctor removed the obturator and sleeve at the end of the procedure, it was noted that the sleeve was chewed up. No patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results for the device found that it was returned with the sleeve bent and torn at the distal end. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determined if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.